Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr powered on the ventilator with the original patient circuit and reported exhaled tidal volumes and peak pressure returned were within expected range. The fsr observed monitored exhaled tidal volumes were lower than what was set and reported the peak pressure built over time causing the unit to alarm. The fsr determined the most likely cause of the reported event was a filter on the expiratory limb of the patient circuit. After removing the filter on the expiratory limb, the issue was resolved and the device operated as intended. The fsr recommended to the end-users to not use the suspect bacteria filter on the expiratory limb of the patient circuit. The fsr performed the user verification test and performed the operational verification procedure according to service specifications.

Event description:
The customer reported while using the vela ventilator; the device started to auto-cycle rapidly causing delivered low volumes. The issue occurred during patient-use; the customer reported the patient's saturation dropped to eighty-two percent and bradypnea occurred in the mid-thirties. The customer reported the patient was placed on another ventilator and the patient's saturation and rate returned to normal.